Event description:
It was reported that the ¿backpressure leak test patient circuit leak check difference 16ml¿. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was received in good physical condition. After visual inspection, functional tests were performed. Testing was performed with g:02467-cz,g:02468-cz, g:02371-cz, g:02371-cz, and g:03491-cz. The device failed tests 6.2 relief valve-over limit, and 6.4 carry out backpressure leak test-leak more than 10. The customer's indicated failure was confirmed, and the root cause was the patient valve and a leak in the relief valve. As a result, the patient valve and relief valve will be replaced. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.